Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an x-ray detectable sponge. The customer reports the sponges are fraying once the sponge collects moisture from the wound. Forceps and tweezers are being used to remove the frayed gauze from the wound.